Event description:
It was reported the patient¿s blood glucose level reached 320 mg/dl. The pod was worn between 4 and 24 hours on the arm. It was noted that the cannula was not inserted correctly into the infusion site. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
Inspection of the device found no issues capable of causing the reported event. The cause of this event could not be determined.